Manufacturer narrative:
Baxter received and evaluated the device; the date of occurrence was unknown to the reporting facility. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported constant downstream occlusion alarms which were unable to be reproduced due to an unrelated issue. Downstream occlusion alarms were verified through a review of the event history log and found to be caused by force sensor readings which were out of specification. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant downstream occlusion alarms. There was no patient involvement associated with this event. No additional information is available.